Event description:
Report received of a covered yankauer soft molded tip disengagement. The device was being used on a female patient with amyotrophic lateral sclerosis. Reporter stated the aide noted the patient¿s color had changed about 20 minutes after the patient was suctioned. The aide went to suction the patient again, and noted the tip of the yankauer was gone. The aide noted that the soft molded tip of the yankauer was in the patient¿s throat. Emergency medical service was contacted and worked on the patient to remove the disengaged tip. The reporter stated they had the two pieces of the device in their possession. However, despite several attempts to contact the reporter for follow up information and device return, no response was received.

Manufacturer narrative:
The homecare orders made by the complainant were able to be retrieved on 11/22/2024. The complainant made three (3) orders for product 6429 in which the lot numbers are 96773, 97239, and 97865. It is unable to be determined which lot this affected yankauer product came from, therefore, all three lots were investigated. A product history review was performed on all three lots which concluded that all quality checks performed indicated passing results and all release criteria were met per the product drawing. Additionally, the soft overmold of the yankauer device is manufactured at a third-party supplier and inspected at incoming quality assurance (iqa) at stryker cary prior to being used in the manufacturing process. Iqa inspections of the lots noted above, indicated passing results for all attributes. The root cause of the soft molded tip disengagement could not be determined and therefore, no corrective actions were taken. Complaints relating to the soft molded tip disengagement will continue to be monitored and trended.

Manufacturer narrative:
Neither the involved device nor samples from the same lot were returned, and photographs were not provided. Therefore, a visual/functional inspection could not be performed. Without lot information, a product history review could not be performed. The root cause of the soft molded tip disengagement could not be determined and therefore, no corrective actions were taken. Complaints relating to the soft molded tip disengagement will continue to be monitored and trended.

Event description:
Report received of a covered yankauer soft molded tip disengagement. The device was being used on a female patient with amyotrophic lateral sclerosis. Reporter stated the aide noted the patient¿s color had changed about 20 minutes after the patient was suctioned. The aide went to suction the patient again, and noted the tip of the yankauer was gone. The aide noted that the soft molded tip of the yankauer was in the patient¿s throat. Emergency medical service was contacted and worked on the patient to remove the disengaged tip. The reporter stated they had the two pieces of the device in their possession. However, despite several attempts to contact the reporter for follow up information and device return, no response was received.